Manufacturer narrative:
Resolution was requested from the field. The physician has elected to monitor the issue at this time. The patient has a follow-up appointment in one month. All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a low shock impedance on this right ventricular lead. It was verified that there had only been one low measurement. Technical services advised further troubleshooting. No adverse patient effects were reported.